Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one crack opening, fold creases, and wear abrasion. A leak test and microscopic analysis were performed which identified one crack opening and one striated opening. Based on the device analysis the final assessment is once crack opening assessed as cracked valve seat diaphragm valve, and one striated opening on the posterior side assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.